Event description:
The dist reported the quantum 2 sys is causing arthrowands to spark intra-operative. The dist attempted to lower the settings on the quantum 2; however, this failed to correct the issue. No pt injuries or complications were reported as a result of this event.

Manufacturer narrative:
Attempts to obtain add'l info, including the info in requested in section a of this form, were unsuccessful.